Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. The lead will be monitored.

Manufacturer narrative:
No medwatch form was received.